Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test a false negative occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer received a false negative test result via the veritor at home test kit. ¿ problem description: ¿first, I will start by saying that this test gave a false negative. Then there is video explaining how to use the test but does not give instructions on reading the results."

Manufacturer narrative:
H6: investigation summary: this summarizes the investigation results regarding a complaint that alleges the ¿customer received a false negative test result¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false negative was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. There is no 510(k) for this device as it is eua. (B)(4). Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test a false negative occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer received a false negative test result via the veritor at home test kit. Problem description: ¿first, I will start by saying that this test gave a false negative. Then there is video explaining how to use the test but does not give instructions on reading the results."